Event description:
In 2008, the pt reported that he received an e4 (occlusion) error on his infusion device while he was attempting to bolus 7 units of insulin. The infusion site had been in use for 2 days. To troubleshoot the pt was instructed to disconnect from his infusion site and to bolus 5 units of insulin. He was able to do so without error. He was advised to change his infusion site. He stated that the cannula was bent. Upon follow up the following day, the pt stated that his blood glucose elevated to 170 mg/dl and he bolused 2 units of insulin. His normal blood glucose range is 90-150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.